Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
An event was reported for cs300 intra-aortic balloon pump (iabp) during inspection of the unit. There was no injury or harm reported.

Event description:
N/a

Manufacturer narrative:
Updated field - b4, h11. The complaint record is downgraded based on the follow-up information. The parent complaint is not valid as the complaint was entered for an inspection of a cs300 with no mention of an adverse event or malfunction with the iabp. It states that the record was opened only for a quotation, therefore it is not a customer complaint. Hence the complaint is being cancelled. No additional reports will be sent.